Event description:
It was reported during surgical intervention to explant and replace the patient's ((B)(6)) ipg reference MFR. Report#: 1627487-2014-05723, it was found the patient's extensions reflected invalid impedances. As a result, the extensions were also explanted and replaced. Effective therapy was resumed postoperative.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23298. Follow-up information revealed the procedure was extended approximately 2 hours due to troubleshooting, replacing the extensions. The impedance issue has now resolved. Please note the patient's additional extension (model#: 6345; lot#: 175119) has been added to this event as a new device report (device 2).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.